Event description:
The customer reported that the device failed the charge portion of the opcheck. There was no report of pt involvement.

Manufacturer narrative:
(B)(4): this complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.